Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received.

Event description:
It was reported the patient's ipg is inoperable. Further information is pending.

Manufacturer narrative:
Date of event is estimated.